Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2008 after the use of the product. Additionally, the certificate of death was provided indicating the immediate cause of death was cardiorespiratory arrest and underlying causes were sepsis, end-stage renal disease and diabetes mellitus.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated mdrs #1225714-2014-00259 and 1225714-2014-00260.